Event description:
It was reported that the tabletop would unexpectedly move in the longitudinal and lateral direction without resistance (free float) even without activation of the foot pedal. No pt was involved in this event. No injury was reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that the float was due to an alignment issue in the pedal mechanism. The fe adjusted the shims correct the alignment and verified that the table locks were working as expected.